Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
An unknown piece was discovered to be broken off inside a 20mm sleeve trial.

Manufacturer narrative:
Examination of the submitted device confirmed breakage. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. A complaint database search against product code (B)(4) did not reveal any trend of device breakage. The investigation could not draw any conclusions about the root cause of the device fracture without the bolt fragment to examine. Based on the inability to determine a root cause and the low frequency of reported events, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.